Manufacturer narrative:
Investigation summary: this complaint is for high mic results for imipenem (ipm) and ertapenem (etp) when using panel phoenix nmic/ID-307 (catalog number 449289) batch number 5119633. The customer returned phoenix generated lab reports with results with escherichia coli for the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was analyzed, and no current trends were identified associated with this defect. Historical trending was reviewed and there were no trends for high mic results for panel sku 449289. To investigate, retention panels from the complaint batch were inoculated with in house isolates klebsiella pneumoniae 11000 and escherichia coli 11002 to observe for ipm and etp mic results. Next, control panels from the same material but different batch were inoculated with in house isolates klebsiella pneumoniae 11000 and escherichia coli 11002 to observe for ipm and etp mic results. The investigation returned all panels with satisfactory susceptible ipm and etp sir and mic results, therefore this complaint is not confirmed. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the panel phoenix nmic/ID-307 a patient isolate (escherichia coli) had high mics for the carbapenem drug class. The user verified the final result using a reference laboratory. The user is unsure if patient treatment was affected. This is report 2 of 2.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA /510(k)#: g4. PMA / 510(k)# k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320, k181665, k033458 and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-307 a patient isolate (escherichia coli) had high mics for the carbapenem drug class. The user verified the final result using a reference laboratory. The user is unsure if patient treatment was affected. This is report 2 of 2.